Event description:
It was reported that the cardiologist went to advance the catheter over the spring wire guide (swg) in a male pt and the intra-aortic balloon (iab) would not advance at the area where the balloon attaches to the catheter. As a result, the catheter was removed and an (B) (4) was inserted, as they did not have another fiberoptix sensor (fos) catheter. The perfusionist reported that the iab was wrapped tight and was almost through the sheath when the distal end of the iab would not go through. The cardiologist tried to force it and the perfusionist told him to stop.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.